Event description:
The customer states 2 sample ID barcodes were misread by the ortho provue sample camera (1 of 2 incidents). No erroneous results were reported.

Manufacturer narrative:
(B)(6) requested the customer rescan the barcodes. The barcodes were scanned by the sample camera and by the hand scanner.both barcodes read correctly with the hand scanner and misread with the sample camera. Issue still being investigated by (B)(6). (B)(4).